Event description:
The facility reported an infusion pump with a failure code of 2n during testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.